Event description:
Brush heads have been coming loose from the hand piece - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b pro cross action toothbrush heads had been coming loose from the oral-b genius x toothbrush hand piece mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads have been coming loose from the hand piece - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b pro cross action toothbrush heads had been coming loose from the oral-b genius x toothbrush hand piece mid-brushing. No injury was reported. 28-mar-2024 case update: the suspect product lot was bh94720433. No injury was reported.